Event description:
An excess of black residue was found on the fva pins which increased the friction on the pins leading to the pump problem alarms. The black residue is likely from the lip seals for the fva pins.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: when an admin set is loaded the pump is failing the dsps verify check which results in a tubing set misloaded alert or tubing set problem alarm depending on if the infusion was started before the check completed. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.